Manufacturer narrative:
(B)(4). Batch # r92p9p. Investigation summary : the device was returned with no apparent damage. Then the device was connected to a gen11 and the device did activate when the hand activation button was pressed, but no continuous activation occurred at any time during functional testing. When the device was disassembled to inspect the internal components, no anomalies were found that could have caused a continuous activation. It could not be determined what may have caused the reported incident. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during a urology procedure, the doctor couldn't remember the case details or the date of the incident. They had been using the device for the case and it was working fine. Then the device started to activate on the table automatically when not in use. They passed the device off and opened a new one. The patient was not harmed (there was no patient consequence).